Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned and analyzed. Primary analysis revealed that the outer tubing had environmental stress cracking (esc) breach/breach (non-electrical). There was blood/body fluid present on the distal conductor (not obstructed) and helix/lobe mechanism. The outer tubing was kinked/buckled and the outer tubing overlay was melted and had cosmetic environmental stress cracking. There was also a white substance on the outer tubing overlay.

Event description:
It was reported that after the device was explanted, the physician noted the lead was damaged. There was blood in the insulation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned and analyzed. Primary analysis revealed that the outer tubing had environmental stress cracking (esc) breach/breach (non-electrical). There was blood/body fluid present on the distal conductor (not obstructed) and helix/lobe mechanism. The outer tubing was kinked/buckled and the outer tubing overlay was melted and had cosmetic environmental stress cracking. There was also a white substance on the outer tubing overlay.